Manufacturer narrative:
(B)(4). Without product details or the health care providers information the product cannot be confirmed as being a nobel biocare product. In order to cover all possibilities, we have indicated the manufacturing site as possibly being (B)(4) so that an importer report and manufacturing report will be submitted for this complaint. No further investigation (such as visual inspection, trend analysis, root cause analysis) can be performed unless the patient is able to provide nobel biocare with the health care facility, health care professional or additional missing information. Clarification for question: the report was not sent to the manufacturer because the importer and manufacturer are the same company; both parties become aware of the event on the same awareness date.

Event description:
On (B)(6) 2019 nobel biocare received a written complaint from a patient stating that an implant was removed due to pain. Although a selection indicating that no patient injury occurred, the patient stated that she developed fairly severe multiple chemical sensitivity and oral issues with her throat and palate. She was tested positive for an immune reaction to nickel. The patient indicated that the product is not available for return and is unsure that the product was a nobel biocare product. No clinic/customer information was provided concerning the dentist who placed and removed the product, placement and removal dates, product details or any additional missing information.